Event description:
It was reported that the patients ipg had migrated causing pain and difficulty charging. It was also stated that the patient was experiencing inadequate stimulation. The patient ipg was replaced and that the patient was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred six month after the date of implant.